Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during a bolus. The customer's blood glucose level was impacted, however the exact value was not provided. The customer was able to load a new cartridge successfully and resume insulin delivery.